Event description:
Caller reported a malfunction on pump with malfunction code 15, but no notable events occurred prior. There was no adverse impact to customer¿s blood glucose level. Customer will continue using the current pump and was interested in obtaining an out-of-warranty loaner pump; cts to replace pump.